Event description:
The patient was implanted with a left ventricular assist device. Information was received from the intermacs registry on (B)(6) 2015 stating: cmag pump had mobile clot. Pump was changed externally before clot embolized. Additional information also included indicated that the patient expired on (B)(6) 2014.

Manufacturer narrative:
Approximate age of device - 29 days. The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. The intermacs identifier is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
A correlation between the device and the report of a mobile clot in the pump could not be conclusively determined. A full evaluation of the device could not be conducted as the device was not returned to the manufacturer for evaluation. Thromboembolic phenomena are listed in the instructions for use as a potential adverse event that may be associated with the use of the centrimag blood pump. The instructions for use warns the user to always have a spare blood pump, back-up console, and equipment available for change out. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was on a continuous heparin infusion at 1400 units per hour and was taking 81 mg of aspiring daily. The patient had an activated clotting time goal of 180-200 seconds. Coumadin was held due to bleeding. At the time of the event, the patient's inr was at 1.0, partial thromboplastin time was at 31 seconds and activated clotting time was at 170 seconds. The pump was reportedly disposed and will not be returned for evaluation.